Event description:
This 49-year-old female underwent bilateral augmentation mammoplasty with silicone gel implants in 1974. The procedure was performed at another facility, therefore, this reporting facility has no knowledge of the MFR of the implants. The pt's last mammogram questions leaking prostheses, thus the pt chose to have them removed. She is also symptomatic with scleroderma/fibromyaalgia and breast discomfort. Gross exam of implants: both implants are ruptured, exuding sticky viscous gelatinous silicone-like material. Both capsules show fibrous, chronic inflammation, calcification and refractiled foreign material.